Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od) on (B)(6) 2011. The patient reported her pressure escalated at the end of the day of surgery but it was corrected. The facility reported the event was due to angle closure and a 2nd pi was performed. The patient's post-op va was 20/25. The icl remains implanted.

Manufacturer narrative:
(B)(4) - device remains implanted. (B)(4): a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Either way, this condition is usually temporary and resolves after the above interventions are performed. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4): lens remains implanted.